Event description:
Major pump unit(s) involved: device thrombosis.specific component(s) involved: other component malfunction.

Event description:
Major pump unit(s) involved: device thrombosis. Additional text: thrombosis suspected, rhc elevated r/l filling pressures with poor co. Specific component(s) involved: other component malfunction, specify. Additional text: other component: pump clot. Causative or contributing factor: no specific contributing cause identified. Other cause: intervention(s): replacement of pump. Other intervention : implant device type: lvad.